Event description:
It was reported that the balloon ruptured. The patient presented with in-stent restenosis in the right coronary artery (rca). A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use. During insertion, the balloon ruptured; however, it was successfully retrieved using standard removal techniques without complications or device damage. The procedure was successfully completed with another device. There was no patient complication, and the patient was in good condition after the procedure.